Event description:
Event description cpi received information that this implantable pulse generator (ipg) had pauses while pressure was applied to the pacemaker pocket. The patient was symptomatic with these pauses. The ipg was explanted and found to have blood in the header.